Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon device interrogation, it was discovered that a false elective replacement indicator alert had been triggered on (B)(6) 2019. The physician elected to keep the pacemaker implanted. The patient was stable before, during and after the device interrogation and being monitored.